Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 18, 2026, the user reported an unsuccessful sensor removal attempt. The user and healthcare provider planned a subsequent removal attempt, with a tentative appointment scheduled for (B)(6) 2026. At the time of follow-up, the user reported doing well and stated that a new sensor had been successfully implanted in the left arm, with healing progressing as expected.